Manufacturer narrative:
(Use error) this evaluation determined that the reported event occurred due to moisture intrusion resulting from use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that the synergy shaver console, got wet with arthroscopy fluid. At first, the touch screen would not work until it was fully wiped off. Then, the foot pedal would not run the shaver on oscillate. Rep cycled the power on the shaver box and it returned an error message that the foot pedal was stuck. Rep unplugged both the foot pedal and the shaver and cycled the power once again, but the shaver box again returned an error message that the foot pedal was stuck even though nothing was plugged in. At this point, rep switched out shaver boxes and the case was completed successfully with no adverse effect to the patient. After the case, rep did a thorough cleaning of the shaver box with a wipe and aerosol can, but the foot pedal stuck error message continued.